Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Per the customer, the device is not available for evaluation; therefore, the reported condition of "reservoir rupture" could not be confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor lv5 device had ruptured during patient use. The infusor was filled with an unknown chemotherapy medication with baxter's dextrose 5% diluent. The patient was not doing any activities which could have caused the reservoir to rupture. The approximate volume remaining in the infusor was 30-40ml. There is no report of patient injury or medical intervention. No additional information is available.